Manufacturer narrative:
Additional patient information was requested, but none was provided despite multiple requests from cynosure. A cynosure technician arrived at the site and was only able to perform an exterior evaluation. Due to the potential litigation, site did not authorize a full evaluation without an independent party there to assist. The report claims that the device fired on its own during standby mode. During standby, no laser emission should be possible because lamps are not ignited. Without a full investigation, cynosure cannot confirm the root cause until further investigation. When additional relevant data becomes available, a follow up report will be submitted. This event is reportable as a serious injury since the patient experienced vision loss. The event is also considered an aro (accidental radiation occurrence) since site reported that the device fired during standby mode.

Event description:
It was reported that while the physician was adjusting the picosure handpiece, laser was shot into the physician's right eye. Physician believed the device was in standby mode and was not wearing protective glasses at the time. Patient currently experiencing vision loss.